Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was from the needle bellows of the instrument, and fluid was on the tube cap after piercing. The volume of the leak was less than 2 ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found check valve cv47 clogged, which caused the bellows not to drain and the fluid on the tube caps. He replaced cv47 which fixed the leak. (B)(4).